Manufacturer narrative:
A ge rep contacted the customer by phone and directed repair of the system by having the customer to replace all of the fuses. System operates as intended.

Event description:
The customer reported, the system is blowing fuses. No pt injury was reported.